Event description:
Customer reports the use by date on the test strip vial of the advantage system is 10/31/2007; manufacturer's database and batch record confirmed the actual use by date to be 10/31/2006. No adverse event reported. Requested return of suspect device and replacement was sent.